Event description:
It was reported that the patient rec'd inappropriate therapy due to noise between events of therapy due to ventricular fibrillation and ventricular tachycardia. The lead was explanted, returned, and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of noise could not be verified via the laboratory. The lead was tested using an automated test system and all test measurements were within specifications. The lead was found to have some damage due to electrocautery consistent with damage caused at explant.